Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm displayed low; a bg was performed at home which was 150 mg/dl. The patient went to the hospital and his cgm displayed 235 mg/dl and his bg was 217 mg/dl. The patient stated he was treated with IV insulin for diabetic ketoadisosis (dka) and released from the hospital. There was no documentation of symptoms associated with the reported dka. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.